Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that they went to see their doctor on (B)(6) 2017, and it was determined that the patient will need a new battery in order to resolve their poor coupling and recharging issues. The patient noted that they will be having a battery replacement surgery on (B)(6) 2017 to resolve the issue. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative indicated that the implantable neurostimulator (ins) was explanted, and will not be provided to return to the manufacturer for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that interventions included attempting antenna locate feature, trying a different recharger and changing positions. The cause of the poor coupling with recharging was not determined. The patient¿s weight was unknown. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative regarding a patient implanted for non-malignant pain. The patient reported having difficulty with coupling. The patient was only getting 2-4 coupling bars with recharging. The patient tried repositioning the recharger, antenna locate, and even used a different recharger, but the issue remained unresolved. No contributing factors related to the issue were reported. The patient's nurse was given information regarding the issue, and the nurse noted they would be in touch with the patient after speaking with the physician. No further complications or patient symptoms were reported.